Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Following information was requested but unavailable: between what two structures was the fistula located? Were there any difficulties with the device intraoperatively? Were there any alert screens displayed on the generator?

Event description:
It was reported that the surgeon tried x1 device and the patient had a vaginal fistula. No other details were provided.

Manufacturer narrative:
(B)(4). Date sent: 5/22/2018. Additional information obtained: between what two structures was the fistula located? Vesico vaginal fistula, between the bladder and the vagina. Were there any difficulties with the device intraoperatively? No. Were there any alert screens displayed on the generator? No.